Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a battery depleted. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported battery depleted which was found through the event history log review by the presence of "battery depleted" but were not determined if the alarms were true or false. The cause was determined to be the alternating current (ac) power adaptor having the inner wires to be exposed. The ac power adaptor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.